Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Reason for device explant and/or reoperation: generalized illness, paresthesia manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5110858 that a female patient underwent an unspecified breast implantation procedure with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including breast implant illness, weight gain, difficulty losing weight, numbness in arms and legs, unspecified sickness, autoimmune issues, and allergies. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6)2021. This report is for the second of two devices.